Manufacturer narrative:
H6: code 400(other): yeilded jaws.h4: information unavailable.

Event description:
The er320 was used during a laparoscopic cholecystectomy. The first clip fired, but the second appeared to scissor. Rep is returning a scissored clip with the device. There was no consequence to the pt.